Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - battery / catalog number 1650de / expiration date: 01/31/2014. Product evaluation is anticipated. MFR date unk: unknown. (B)(4) - battery / catalog number 1650de / expiration date: 02/28/2014. Product evaluation is anticipated. MFR date: unknown. (B)(4) - battery / catalog number 1650de / expiration date: 02/28/2014. Product evaluation is anticipated. MFR date: unknown. (B)(4) - battery / catalog number 1650de / expiration date: 02/28/2014. Product evaluation is anticipated. MFR date: unknown. (B)(4) - battery / catalog number 1650de / expiration date: 02/28/2014. Product evaluation is anticipated. MFR date: unknown. (B)(4) - battery / catalog number 1650de / expiration date: 02/28/2014. Product evaluation is anticipated. MFR date: unknown.

Event description:
It was reported that power sources were changing from one port to the other earlier than expected. All devices suspected to be involved in the switching incident were exchanged successfully. There were no reported patient consequences associated with this event. No further information was provided.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b3, b5, d4, g3, h6, h7, h9, h10. Product event summary: the controller and six batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and premature power switching event that were due to a communication error involving (B)(6). The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #: (B)(6). H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 4112. H6: FDA conclusion code(s): 12. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #: (B)(6). H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 4112. H6: FDA conclusion code(s): 12. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #:(B)(6). H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 4112. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #:(B)(6). H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 4112. H6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #: (B)(6). H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 4112. H6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #: (B)(6). H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 4112. H6: FDA conclusion code(s): 12 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
(B)(4) mfg. Date: 01/16/2015. (B)(4) mfg. Date: 02/20/2015. (B)(4) mfg. Date: 02/20/2015. (B)(4) mfg. Date: 02/20/2015. (B)(4) mfg. Date: 02/23/2015. (B)(4) mfg. Date: 02/23/2015. It was reported that the patient was experiencing power switching events. The controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Log files also revealed a premature power switching event that was due to a communication error involving (B)(6). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. However, an internal investigation has been opened to evaluate the momentary disconnections and communication errors between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.